Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a colonoscopy and esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the seal biopsy valve cap leaked water. There have had numerous instances when the caps have leaked and have "spit" fluid or water out of the top of the cap. The procedure was completed with another seal biopsy valve. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).